Event description:
Information received indicates the foot and head sections cannot be raised.

Manufacturer narrative:
The technician performed an electric check and then isolated the issue to two worn valves which were not responding. The technician replaced the two valves to repair the bed.